Event description:
Pharmacist was compounding dialysate solution on baxter clintec auto-mix/micro-mix. Based solution was filled on auto-mix, but pharmacist became distracted, did not transfer bag to micro-mix, and sent bag out without adding electrolytes. Multi-task operating system control screen was ignored and subsequently cancelled.